Event description:
It was reported that a patient underwent an unknown spinal procedure from l2-s1. "It was reported that the surgeon did a revision of a previous fusion. Patient had a painful l5/s1 non fusion with loose s1 screws after previous l2 to s1 fusion. Patient had cages implanted at l2/3, l3/4, l4/5 but no interbody at l5/s1 with another implant provider. Patient had screws and rods implanted posteriorly. The surgeon assumed that the non fusion was due to the lack of anterior support. The patient underwent revision. At the anterior operation attempt to place cage at l5/s1 was unsuccessful because of previous retroperitoneal surgery, but the surgeon also found two black lymph node in the groin. One was removed as he feared melanoma. Surgeon then flipped the patient to revise and implant screws and rods and observed that the rods were surrounded by black material staining tissues. Surgeon is concerned that the black material suggests a reaction to implants raising concerns about reaction between different metals, due to ti alloy and rods cobalt chrome". No further details are known at this time.

Manufacturer narrative:
Histology report from surgeon received confirms possible foreign material. (B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.